Manufacturer narrative:
What was reported by the customer has not been confirmed by the accuracy test performed on the pump by our technical service. As a precaution the patient had the device replaced. No consequences for the patient. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported that the pump gave multiple doses.